Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that this left ventricular (lv) lead had dislodged. During routine follow up the lv lead was capturing the atrium. Patient was scheduled to visit the physician for a scheduled revision. The lv lead was turned off. Lv lead remains in service. No adverse patient effects were reported.